Manufacturer narrative:
The device has been returned to olympus for evaluation, and the customer's reported problems were confirmed along with the presence of foreign matter in the nozzle. In addition, the following were found during preliminary evaluation and inspection: insufficient air/water supply, a cloudy and peeling objective lens, a peeling light guide lens, nozzle drainage failure, chipped/cracked/cloudy bending section rubber, a discolored corrugated image guide pipe, peeling cylinder paint, an abraded grip, abraded forceps, a wrinkled light guide coil, and defects on the distal end connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer contacted olympus to report "nozzle clogging" and "insufficient angle" on their evis lucera gastrointestinal videoscope. The device was returned to olympus for repair, and during preliminary evaluation and inspection, foreign matter was found in the nozzle. This MDR is being submitted due to the foreign matter found during the preliminary inspection. No patient or user harm has been reported

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. And correction to d5 (operator of device). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, foreign material in the nozzle was confirmed, but could not identify the foreign material. The cause of the remaining foreign material could not be identified. Olympus will continue to monitor field performance for this device.